Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. A review of the downloaded data log found intermittent power levels in the log. A functional test was performed and it passed. The receiver case was opened for further evaluation. Trouble shooting for the receiver battery was performed with an interior inspection and confirmed the control chip was damaged. The reported event of initializing screen without manual restart was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.